Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of redness and edema as follows: undesirable effects. "The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported patient was injected to the nasogenian sites, oral commissures, and lower lip with juvéderm® volift¿ with lidocaine. Two months later patient was injected to the cheeks with juvederm® voluma¿ with lidocaine. Four months later patient developed spontaneous redness and edema at all the injection sites. Patient was treated with cortisone for a month. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasogenian sites, oral commissures, and lower lip with juvéderm® volift¿ with lidocaine. Two months later patient was injected to the cheeks with juvederm® voluma¿ with lidocaine. Four months later patient developed spontaneous redness and edema at all the injection sites. Patient was treated with cortisone for a month. Symptoms are ongoing.